Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
The customer reported "will double press buttons". There was no reported adverse impact to the customer. Customer applied more force to the button to resolve the issue. The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.